Event description:
It was reported in 2003 following a diagnostic angiogram to document a ventricular septal defect (vsd) for surgical intervention, an angio-seal was deployed to seal the arteriotomy. A pre-deployment angiogram revealed the access site to be in the common femoral artery, however, the exact puncture site was obscured by a full bladder. The pt complained of numbness and tingling in the right leg after deployment, but was discharged soon after. The following month an angiogram revealed a total occlusion in the common femoral artery with collateral filling beyond the blockage. Attempts to cross the blockage with a wire were unsuccessful. An infusion of retavase was started. The pt complained of severe pain in the groin one hour later. A follow-up angiogram revealed the blockage had shortened; several unsuccessful attempts were made to cross the blockage with wires and catheters using fluoro and ultrasound guidance. The physician stated there may have been a false lumen; a vascular consult was obtained. The vessel was evaluated with a CT scan and the left femoral artery sheath ws removed. The pt underwent surgery, where a common femoral artery graft was placed. The pt returned to the physician the following month and was reported to be fine and recovering.